Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while the patient was connected to the anesthesia workstation, in pressure supported ventilation mode, the tidal volume decreased from about 100 ml to about 40 ml. The patient's saturation level decreased. The anesthesia system was set to manual ventilation mode and the patient was ventilated without any issues. The patient's saturation levels during the event are unknown due to customer not releasing patient information with reference to gdpr. The final patient outcome was reported as no injury. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The anesthesia workstation (aw) was tested by our field service engineer. No fault was found and no parts were replaced. The aw was returned for further investigation. The returned aw was simulated use tested in our laboratory environment with settings as during the event. No deviations in measured inspiratory and expiratory tidal volumes (vti and vte) were reproduced; the measured vti and vte were stable without any decrease or increase. Evaluation of the device logs for the actual case/event shows that the issues with a lower vt being delivered occurred on three occasions in the pressure support mode. The total pressure set was 13 cmh2o. The user didn¿t adjust the pressure level above peep settings even though vti and vte gradually decreased over time during these three occasions. Every time when the decrease in tv occurred, the user switched to manual ventilation with pressure settings between 24 and 40 cmh2o. With a higher pressure set, a larger volume will be delivered to the patient which explains that the user had no issues in manual ventilation. The manual ventilation with a higher pressure set, most probable also resulted in the user manually recruited the lungs and this improved the compliance for a while. Our conclusion is that the experienced decrease in vti and vte are related to the user not adjusting the pressure level above peep based on the actual condition of the patient at that time. The aw was functioning according to design. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).